Manufacturer narrative:
Since the initial filing of the medwatch the investigation has completed. The root cause of the limb ischemia was most likely due to the small vascular size and known arterial stenosis. This could not be definitively determined as the pump was not returned. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. No conclusion is yet available. A final medwatch will be filed upon investigation completion.

Event description:
The complainant in (B)(6) had a patient admitted in cardiogenic shock. The plan was to place an impella for hemodynamic support. The access of the patient's left femoral artery was complicated due to peripheral arterial disease. The right superficial femoral artery (sfa) was totally occluded and the left sfa had a stenosis. The team did insert the impella via the left limb access, but there was difficulty visualizing whether the pump was inserted via the sfa or deep femoral artery (dfa). The patient had multivessel coronary artery disease and was stented. The angioplasty was a success and the patient was sent to the ICU with the impella pump. The following day, the left limb was seen to be ischemic and the impella pump was explanted and the site was surgically closed.